Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify failed battery test alarm, battery out limit alarm due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed button error and battery out limit. Customer's blood glucose levels were not included in the report. No significant events leading to the alarms were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.